Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported recurrent mitral regurgitation (mr) appears to be related to patient conditions. Recurrent mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted the patient had a posterior prolapse with a cleft. Two clips were successfully implanted, reducing mr to a grade of 1. The following day, echocardiography was performed and showed mr had increased to a grade of 4. It was noted the recurrent mr had occurred at the preexisting cleft. The implanted clips remained stable on the leaflet and no damage had occurred. No additional information was provided.